Manufacturer narrative:
Consumer reported experiencing sore eyes, pain, and discomfort after using product. The consumer did not indicate that a doctor examined her eyes or provided any prescription medication. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ with limited information provided by the consumer, it is plausible that the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. No medical documentation has been provided and the product has not been returned for evaluation.

Event description:
A consumer reported that she had been using the product for months before it was recalled. The consumer indicated that she had sore eyes, pain, and discomfort that was now believed to be related to the product. The consumer reported that she is prone to problems and that she spoke to her doctor. The consumer indicated that her doctor believed the product contributed to her symptoms for months. The consumer did not indicate that the doctor examined her eyes or provided any prescription medication. No medical documentation has been provided. The event described may be associated with application of unneutralized hydrogen peroxide coming in contact with the eye.

Manufacturer narrative:
Added correction/removal reporting number and corrected manufacturer site country.